Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the system was booting into the spine software, the software went unresponsive. The system was rebooted, and the issue resolved. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received from the site stating erasing patient information did not solve the issue of the software being slow and unresponsive. A manufacturer representative went to the site and found there were over 400 exams on the system. The manufacturer representative removed all the exams, restarted the system, and was then able to go through the software without issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.